Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: thurtle, d., starling, l., leonard, k., stone, t., & gnanapragasam, v. (2018). Improving the safety and tolerability of local anaesthetic outpatient transperineal prostate biopsies: a pilot study of the cambridge prostate biopsy (camprobe) method. Journal of clinical urology, 11(3), 192¿199. Https://doi.org/10.1177/2051415818762683.

Event description:
It was reported in an article in journal of clinical urology titled 'improving the safety and tolerability of local anesthetic outpatient transperineal prostate biopsies: a pilot study of the cambridge prostate biopsy (camprobe) method' that 30 men, aged 18-85, underwent a transperineal prostate biopsy using the camprobe method in order to evaluate it's safety and tolerability compared to the standard transrectal ultrasound guided prostate biopsy approach. It was concluded that the camprobe device and method appears to be a safe, feasible, and simple out-patient transperineal replacement for trusbx and was well-tolerated by the patient's. It offers a lower complication risk and in this study, there was no episodes of infection or sepsis. Of the 30 patients, one man required medical intervention for his pain and was prescribed pain killers from his general practitioner. The current status of the patient is unknown.